Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ controller 2.0 / (B)(4)/ model #: 1420 / expiration date: 2018-04-30 UDI #: (B)(4), device evaluation anticipated, but not yet begun mfg date: 2017-04-30 (B)(4). This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a driveline disconnect and possible double disconnect of both power sources. The ventricular assist device (vad) and controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: hvad pump (B)(4) and controller (B)(4) were not returned for evaluation. Log file analysis revealed a power up event on (B)(6) 2017 at 10:49:51. The data point prior to the loss of power revealed that (B)(4) was connected to power port one (1) with 74% relative state of charge (rsoc) and (B)(4) was connected to power port two (2) with 77% rsoc. The data point recorded after the loss of power revealed no power source was connected to power port (1) and (B)(4) was connected to power port two (2). The controller was without power for 11 seconds. Five (5) additional controller power up events were recorded between (B)(6) 2017 and (B)(6) 2017; no anomalies were recorded prior to the losses of power. A review of the alarm file revealed no alarms were recorded near the event date. As a result, the reported loss of power was confirmed; however, the driveline disconnection was not confirmed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources. The manufacturer has initiated an internal investigation to capture events involving the controller losing power. Additional product: controller /(B)(4). H3: yes h6: method code(s):4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s):19 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: common device name: heartware ventricular assist system ¿ controller 2.0, serial or lot#: (B)(4). FDA conclusion code(s): 4315. This file is being reopened and reassessed as part of a retrospective review of log file information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.